Manufacturer narrative:
Review of the submitted system controller log files showed that several low speed events and four pump stoppages were captured on (B)(6) 2016 and an additional transient pump stoppage was captured on (B)(6) 2016, resulting in low speed advisory/hazard alarms and one low flow hazard alarm. The interruptions in pump function occurred while the patient was operating on the power module and appear consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the atypical events captured in the log file. A distal end driveline replacement was performed on (B)(6) 2016 and approximately 17 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. The prior rescue tape repairs were removed from the exterior of the driveline, confirming the report of two small holes in the outer silicone sleeve at approximately 9 inches and 11 inches from the metal connector. The clear bionate layer showed no areas of damage. Minor breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with approximately 2.5 years of use. Visual inspection of the underlying wires revealed that the black wire insulation showed significant abrasion marks adjacent to the metal connector; however, visual examination under a microscope found no areas of compromised wire insulation exposing the inner conductors in this area or on the remainder of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised insulation were identified. The patient was provided with an ungrounded patient cable for use with the power module and remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the vad clinicians observed several pump stoppages in the device history, and that there were two small cuts in the silastic jacket. It was reported that the patient was ¿feeling well.¿ log file analysis by the manufacturer¿s technical services representative confirmed the pump stoppages and low speed operation alarms. A driveline evaluation was performed and a continuity test revealed that all six wires of the driveline were intact. A distal end percutaneous lead (driveline) replacement was completed on (B)(6) 2016. The lvad system was connected to the power module, and the patient changed positions from sitting to standing and twisting. No further alarms occurred. It was reported that on (B)(6) 2016 the lvad system produced a brief alarm when the patient rolled over in bed. The patient¿s lvad was connected to the power module at the time of the alarm. Another pump stoppage occurred on (B)(6) 2016 while the lvad system was connected to the power module. The patient was asymptomatic. An ungrounded patient cable was provided to the patient for use with the power module. No additional information was provided.